Event description:
Caller reported a temperature alarm issue related to alarm 10. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and instructed the caller to return the problematic pump using a pre-paid label. The customer was informed about putting the pump into storage mode before returning it and acknowledged understanding and compliance with the instructions.